Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the imaging system failed to open while the patient was present. The door attempted to open but did not fully disengage. As a result, the manual door release procedure had to be performed, causing a 10-minute delay. There no impact on patient outcome.

Manufacturer narrative:
H6) the manufacture representative went to the site to test the imaging system and replaced rotor tractor drive and tested system, ready for use. MDR codes: b01, c07, d02. H6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "imaging system unable to open." Test motor assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Visual inspection showed belt was damaged, belt was missing teeth. MDR codes: b01, c07, d02. Return date: 2025-07-31 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #:(B)(6) rev. K, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.